Event description:
While attempting to transport male patient the device displayed a "pacer fault 117", "defib disabled" and "pacer disabled" messages. No backup device available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.